Event description:
Before a shoulder arthroscopy case, when the pt leaned back, the t-max came off the bed and the patient hit the floor. The case was cancelled and the patient was taken by ambulance to the e.r. With back pain. Patient was checked out and was ok and discharged. Sales rep. Stated that the t-max was put on the table without taking headrest off. Sales rep. Indicated that the patient is re-scheduled for shoulder surgery at the same facility, but the date is unknown.

Manufacturer narrative:
The t-max positioner is not being returned for evaluation, therefore, no determination could be made for the reported device failure. Cannot determine how the t-max came off the bed.